Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. We are unable to fully evaluate the reported event due to pending litigation. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
Attorney alleges patient "suffered physical and other injury as a result of the recalled lead" and "on or about (B)(6), 2007, (minor patient) was implanted with a sprint fidelis lead, model 6949. (Minor patient) has complicating health problems that have thus far made a surgery to remove and/or replace the defective sprint fidelis lead so life-threatening tha he cannot undergo the surgery." Further alleges patient "has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages" and "suffered physical injuries and various physical manifestations of emotional distress associated with one or more of the following: the implantation, recall, failure, removal/replacement, and/or inability to have the defective sprint fidelis lead removed or replaced." Additional information has been requested and not received.